Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, four shifts occurred and a clinical significant procedure delay occurred. Left atrial geometry was collected and an esophageal probe was repositioned causing a shift. The catheter was moved to the right sided veins and three additional shifts occurred. There was no obvious patient movement. Respiratory compensation was taken several times and the geometry had to be recollected several times. The procedure was completed with no adverse consequences to the patient but the procedure time was extended.

Manufacturer narrative:
Additional information: the reported shifts could not be determined. Incomplete log files were provided and were unable to be used for investigation. Based on the information received, the cause of the reported shifts and subsequent clinically significant delay could not be determined.